Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 14.5 mmol/l (261 mg/dl) while wearing the pod between 25 and 36 hours. The pod started to hurt the patient at the infusion site (leg) and decided to remove the pod. When the pod was removed, the patient felt insulin. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.